Manufacturer narrative:
(B)(4). The reported problem of missing component was not confirmed because no samples were returned to baxter for analysis. A root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The home patient contacted product surveillance regarding a mini-cap, disconnect w/pvp-1solution that was alleged to be missing the iodine sponge. It was not specified by the patient when this condition occurred. Product surveillance contacted the home patient (hp) on (B)(4) 2012, regarding the missing iodine sponge. The hp confirmed that sponge was missing. The hp said it appeared like half the box was missed on the assembly line. The hp discarded all the minicaps and ordered extra from homecare services so she would not run short. The hp went to the clinic and got extra caps from her nurse while she awaited the replacements. The hp did not use the mini caps. There was no patient injury or medical intervention indicated at the time of the initial report. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.